Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in an extended position. <<visual inspection found dried blood and tissue around the helix. Subsequent testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported helix extension/retraction problems.

Event description:
It was reported that this lead was attempted to be placed in the left bundle branch was unable to be implanted due to helix issues. The lead helix remained slightly extended with tissue in it. The lead was removed and new lead was set in placed. No additional information is available at the moment.

Event description:
It was reported that this lead was attempted to be placed in the left bundle branch was unable to be implanted due to helix issues. The lead helix remained slightly extended with tissue in it. The lead was removed and new lead was set in placed. No additional information is available at the moment.

Event description:
It was reported that this lead was attempted to be placed on the left bundle branch. The lead helix remained slightly extended with tissue in it. Physician device to use another lead. No additional information is available at the moment. No additional adverse patient effects were reported.